Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. Subsequently, the device was returned and analyzed with no anomalies found. This supplemental is based solely on the receipt of a 3500a report.

Event description:
It was reported that the physician noted loss of capture by the device and right and left ventricular leads in a hospitalized pacemaker dependent patient. Additionally, it was reported that the patient has had several falls with injury due to syncope. The device and leads were explanted and replaced. No further complications have been reported as a result of this event.